Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician torqued the axios handle when attaching it onto the scope, resistance was felt during attempted deployment and the second flange did not deploy. The stent was removed partially deployed on the delivery system and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the physician may have torqued the handle too much during the initial locking onto the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of a hot axios stent partially deployed. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was received partially deployed and the handle was received in original position. Visual and microscopic examination of the returned device found the stent cover damaged (holes) in the saddle-flange transition and the outer sheath twisted and detached from the handle. No other issues with the stent and delivery system were noted. The reported event of stent partially deployed was confirmed. The investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the interaction between the outer sheath and the partially deployed stent could have contributed to the holes in the stent cover. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician torqued the axios handle when attaching it onto the scope and the second flange did not deploy. The incorrect used of the device, limited the performance of the device and contributed to the stent partial deployment and the damage noted on the outer sheath. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician torqued the axios handle when attaching it onto the scope, resistance was felt during attempted deployment and the second flange did not deploy. The stent was removed partially deployed on the delivery system and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the physician may have torqued the handle too much during the initial locking onto the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."